Manufacturer narrative:
The reported complaint of a user advisory - "(ua) 07" (discrepancy between load 1 and load 2 too large) on the autopulse platform (serial # (B)(4)) was confirmed during functional testing and archive data review. The investigation findings revealed of load cell module 2 was over reported (defected). Thereby, the root cause of the reported ua was due to damaged load cell module 2 as a result of wear and tear. The returned platform was manufactured in august 2015 and is nearing its serviceable life of 5 years. No physical damage on the returned platform was observed during visual inspection. During archive data review, (ua) 07 was observed on the event date, thus confirming the reported complaint. The initial functional testing of the autopulse platform could not be performed due to (ua) 07 displayed upon powering on. To remedy (ua) 07, the damaged load cell module 2 identified during service evaluation was replaced. After part replacement, the autopulse was subjected to the run-in test using the 95% patient large resuscitation test fixture (lrtf) with good known test battery until discharged without any fault or error. The autopulse platform passed all the functional tests and it is ready for clinical use. Historical complaints were reviewed for service information related to the reported complaint and there was no similar complaint reported for autopulse with serial number (B)(4).

Event description:
During shift check, customer reported the autopulse platform (serial # (B)(4)) displayed user advisory - "(ua) 07" (discrepancy between load 1 and load 2 too large) message upon powering on. The crew was unable to clear the advisory. No patient involvement.